Event description:
During a routine hemodialysis treatment,the pt required a total of 850cc of saline for cramping. After the treatment, an additional 500cc saline bolus was administered as the pt was (B)(6) below the target weight. Blood pressure was stable. A new dry weight is being established for the pt and the physician is adjusting his blood pressure medications.

Manufacturer narrative:
Device has not yet been returned and investigation is ongoing at the time of this report. A follow up report will be submitted. Nxstage medical considers this report closed. No additional info will be provided.